Manufacturer narrative:
(B)(6)

Event description:
Information was received while in use with a patient that a "no message" alarm occurred to a smiths medical cadd® cadd-legacy® plus pump. The pump was taken out of service and continued to alarm. There were no reported adverse effects.